Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 24.5 cm. External insulation abrasion was found at 20.9-21.3 cm from the connector pin breaching the outer insulation and exposing the outer coil. External insulation abrasion damage at this location appeared consistent with friction to another device or feature of the patient anatomy. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.